Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that the "pump screen was peeling". The user was afraid that the pump was no longer waterproof. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Suspect medical device: the pump¿s serial number was inadvertently submitted as (B)(4). The correct serial number is (B)(4). Serial #: (B)(4).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display lens film was peeling off of the display lens. The complaint that the display screen was peeling off of the pump was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.